Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge mr balloon catheter was advanced for dilatation. However, during multiple dilatations, the balloon ruptured. The device was replaced, and the procedure was completed with a different device. There were no patient complications nor injuries reported.